Manufacturer narrative:
The device was received deployed. The exposed portion of the soft cannula was observed to be torn and shortened. It could not be conclusively determined when or how this damage occurred. The download data contains no timeouts, drive stalls, or hazard alarms indicating that there was no issue to deliver insulin. Download data from the returned device shows a rotational sensor error occurred during operation. This malfunction did not prevent the device from completing priming and deploying the needle mechanism as intended. Rerun of the device did not replicate rotational sensor errors. During investigation, no damages or defects were observed to the drive mechanism that would contribute to the rotational sensor malfunction. The root cause of the rotational sensor assembly malfunction could not be determined.

Event description:
It was reported that the patient's blood glucose levels reached 350 mg/dl while wearing the pod between 4 and 24 hours. When removed from the infusion site (abdomen, the pod's cannula was found bent. As treatment for hyperglycemia, a bolus was delivered and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.